Event description:
During a procedure, the room was not acquiring images appropriately. Run 3: the acquisition stopped on its own after frame 9. Provider was not ready for the acquisition to be completed. Run 4: run did not populate back on screen for auto play back. Run 6: the sequence cut out and then tried to restart as the provider was still on the pedal.